Event description:
It was reported the shaft of a virage polyaxial screw fractured at the neck upon final rotations of placing the screw. The procedure was completed using another virage polyaxial screw and there was no patient impact, however, the majority portion of the shank was left in the patient as it was in solid bone and would not have been able to be retrieved.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the screw shank fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive torque applied to the screw during insertion. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported the shaft of a virage polyaxial screw fractured at the neck upon final rotations of placing the screw. The procedure was completed using another virage polyaxial screw and there was no patient impact, however, the majority portion of the shank was left in the patient as it was in solid bone and would not have been able to be retrieved.